Event description:
The patient received her scs system on (B)(6) 2007. It was reported that she feels heating when recharging her ipg and that she is experiencing difficulty maintaining communication during the recharge process. Furthermore, due to recent weight loss, the implant depth of the patient's ipg has reportedly become more superficial. To help minimize the heating and communication issues, the patient is currently using a physical barrier when recharging the ipg. No surgical intervention is planned at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.